Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and chronic back pain. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy and oophorectomy (bilateral) to remove the essure device) and surgery (ablation in 2008). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. New events added-abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss and cramping. Event outcome of pain and cramping was updated as recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, arthritis, anemia, depression, adenomyosis, follicular cyst of ovary, gerd, triglycerides high, human papilloma virus infection and osteoarthritis spinal. Previously administered products included for an unreported indication: depo-provera and mirena. Past adverse reactions to the above products included weight increased with mirena. Concurrent conditions included depression, chronic back pain and pelvic adhesions. Concomitant products included bifidobacterium lactis (probiotic) since 2014, bupropion hydrochloride (wellbutrin), cefixime (flexeril), estrogens conjugated (premarin) since 2014, fish oil since 2009, gemfibrozil (lopid), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, multivitamin, phentermine since 2009, venlafaxine hydrochloride (effexor) from 2010 to 2011 and vitamins nos (multivitamin) since 2009. In 2006, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("reproductive system disorder or condition: uterine fibroids"). The patient was treated with surgery (ablation in jul-2007 and hysterectomy (full), left salpingo-oopherectomy, salpingectomy (right), repair labial laceration). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, depression and uterine leiomyoma outcome was unknown and the pelvic pain, dyspareunia, fatigue, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted- insertion date: jun 2007. Discrepancy noted: dates as removal is mentioned in pfs as 22-april-2008 and 08-aug-2014. Plaintiff underwent diagnostic hysteroscopy endometrial biopsy. Plaintiff had perforation; however, as the event was not mentioned in detail and she had hysterectomy/bilateral salpingectomy, considering the event as uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on 04-dec-2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet-reporter information, medical history, concomitant medication and events depression and uterine fibroids were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure device). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.